Event description:
It was reported that following implantation of a new implantable neurostimulator (ins) the impedance measurements were low. Additional information was received that reprogramming of the device occurred on (B)(6) 2012. Voltage was adjusted and impedance measurements remained low, but the patient had no injury and was doing well. Refer to manufacturer report # 3004209178-2012-05319.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3389-40, lot# j0206490v, implanted: (B)(6) 2002, product type lead; product ID 3389-40, lot# j0206490v, implanted: (B)(6) 2002, product type lead. (B)(4).